Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿cemented total hip replacement in patients under 55 years good results in 104 hips followed up for 22 years¿ by manish kiran, et al, published by acta orthopedica (2018), vol. 89, no. 2, pp. 152-155, was reviewed for MDR reportability. The authors use this study to retrospectively determine the implant survivorship and functional outcomes of 100 cemented thas implanted between january 1990 and december 1995 using the charnley/ogee (depuy) tha in patients under the age of 55. Radiographs were taken at every follow-up. All the radiographs were analyzed for signs of implant failure, wear, loosening, heterotopic ossification, and fractures. Results: 3 instances of dislocation, one requiring revision. The authors indicate that the ¿majority¿ of patients were pain free. 1 superficial infection- no treatment defined. 2 postoperative periprosthetic femoral fractures, no treatment defined. 1 hip revised for aseptic loosening of the acetabular cup at 15 years. 1 hip revised (2-stage) for deep infection at 13 years. 1 revision for recurrent dislocation at 8 years. Radiographic results: 14 acetabular components and 4 femoral components considered ¿at risk¿ for loosening, no revisions recommended.